Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and was prescribed a ten day course of oral antibiotics (date not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016. During the same surgery, the patient under went a skin flap rotation. The patient was also prescribed a one week course of oral antibiotics post surgery. This report is filed july 26, 2016. The device is unavailable for analysis.